Event description:
It was reported that this right ventricular (rv) has had a history of exhibiting high pacing impedance measurements, including one measurement that was recently out of range at 2050 ohms. A revision procedure is being planned but for now the rv lead remains in service. No adverse patient effects were reported.